Event description:
During follow-up, the device was unable to be interrogated. Abbott technical support was contacted but it was not possible to restore the device to normal function. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device did not reveal any anomalies. Upon interrogation of the device, communication could not be established between the device and the programmer due to the depleted battery. In the field, backup mode was observed due to low battery voltage. Based on the default parameter settings, the device did not perform to the expected longevity. The device behaved normally during automated test equipment (ate) testing. The power consumption of the device was measured and found to be normal. The cause of the battery depletion is undetermined.